Event description:
It was reported that within a few weeks after a routine device change, the right ventricular (rv) lead showed high impedance, oversensing and noise. During a lead revision, all out of range measurements were resolved by tightening a loose rv lead connection on the set screw of the device. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor on (B)(6) 2012. Two lfp high rate-ns less than or equal to 205 ms average v-cycle on (B)(6) 2012 and (B)(6) 2012. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Programmer data shows"rv bipolar lead impedance greater than 3000 ohms" on (B)(6) 2012.